Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the artic sun device had temperature issue. Per review of wo on (B)(6) 2024, therapy completed with another device.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was evaluated upon receipt. Passed functional test. The reported event is unconfirmed, risk review, labeling/packaging review, and DHR review are not required. Correction: e. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the artic sun device had temperature issue. Per review of wo on 22oct2024, therapy completed with another device. Per follow up information received via email on 28oct2024, it was reported that the device sent in for a bd-approved facility for evaluation. Repairs have not started yet, therapy completed with another device in the hospital and no impact to the patient.